Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow block alarm event on (B)(6) 2024. The blockage was located at tubing. The issue led to an increase in blood glucose level ranging between 300-400 mg/dl, correction injection via multiple daily injection were given as corrective treatment. No further information available